Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient was experiencing discomfort at the lead site. The patient underwent an explant procedure wherein everything was removed. The physician did not suspect device malfunction.

Manufacturer narrative:
Additional information was received that the bsn sales representative who had the leads was unable to find them.

Event description:
A report was received that the patient was experiencing discomfort at the lead site. The patient underwent an explant procedure wherein everything was removed. The physician did not suspect device malfunction.

Manufacturer narrative:
Correction to the initial MDR.

Event description:
A report was received that the patient was experiencing discomfort at the lead site. The patient underwent an explant procedure wherein everything was removed. The physician did not suspect device malfunction.